Event description:
Caller reported blood glucose results of 400 mg/dl her on aviva system , 120 mg/dl on husband's aviva system within 10 minutes. Reported no adverse event. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for customer's aviva system, medwatch with identifier (B)(6) is for husband's aviva system. Strips not available for return.